Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system during the prime. She did not recall the blood glucose reading. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or verify the compromised force sensor system alarm due to the motor error alarm. The pump was received with normal operating currents and passed the unexpected restart error and self-tests. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.